Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump keeps going into threshold suspend and his blood glucose is not low. Sensor was reading below 60 mg/dl but his blood glucose value was in the 100 and 200 range. Customer stated that it went to the threshold suspend 3 nights in a row. It was found that the customer is over calibrating. Customer was advised about the proper calibration protocol. Nothing further reported.